Event description:
Pt developed skin break down in sacral area, secondary to alternating pressure pad setting placed on the highest inflation pressure. Care giver assumed higher setting was better increased pressure and decreased turning - resulted in stage one pressure development and ultimate skin breakdown.